Event description:
During preparation for a coronary drug eluting stenting treatment procedure, a foreign object was found on the stent. During the preparation for the stenting procedure, the package was opened and it was noticed that there was a foreign fiber on the stent. The facility opened a new package to use to complete the procedure. No pt injuries or complications were reported.